Manufacturer narrative:
Corrected information was provided in sections: b2 and h11. Upon further review of the initial reported event issue related to cumulative dissipated energy (cde) is not considered to be a reportable malfunction and it is not likely that a recurrence would result in serious injury. Hence does not meet criteria for reporting as per applicable regulation. No further reports will be submitted under mfg report num: 2028159-2025-01139. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the ophthalmic system exhibited an issue related to cumulative dissipated energy (cde). The incident occurred after the completion of one cataract case and prior to the start of the next cataract. Following the third case, the cde failed to reset for the fourth case and continued to display the same values through the ninth case. Manually reset the cde after the ninth case to restore normal functionality. After tuning the handpiece, the system resumed at the last step previously used (visco) instead of defaulting to the first step (sculpt), as expected. The surgery proceeded without interruption. Manually reset the cde and changed the step from visco to sculpt mode. There was no patient harm.